Event description:
After an unsuccessful attempt to cross the target lesion with another MFR's stent, a 3.0mm diameter x 18mm length medtronic ave cfx2 stent was inserted into a right coronary artery. While attempting to advance the stent through the coronary artery, the guide catheter suddenly became disengaged from the artery. During removal, at the femoral sheath, the stent dislodged from the stent delivery system. It is not known if the physician followed the instructions for removal of an undeployed stent; however, the instructions indicate to "ensure guide catheter stability before advancing the stent delivery system into the coronary artery". The stent was not able to be located under flouroscopy and is believed to be remaining within the pt. The target lesion was then treated with another MFR's stent using a different guide catheter. There was no add'l clinicial sequelae reported relative to the event, and there is no further info available from the user facility.